Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the luminometer, replaced the wash guides and probe tubing. No conclusion can be drawn. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur cp troponin ultra result was obtained by the customer on a patient sample and discordant when compared to the auto repeated results. There was no known report of adverse health consequences due to the discordant troponin ultra result.